Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the received x-ray images. The images were reviewed, and the complaint condition is confirmed. The unk tibial screw was likely used as an interfragmentary compression screw, not part of fixating the plate. The x-ray image appears to show the screw out of position, but as it is not used for plate fixation it is in the correct location and no defects are detected. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No device history record (DHR) review could be performed as no lot number was provided or found in the photos. If a valid lot number is provided or the physical device received, the DHR will be revisited. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during tensioning of the fibulink implant, the unknown tibial screw pulled out of the tibia. The 4mm section of the step drill was verified during drilling to not have entered the tibia. The removal kit was opened, the implant was removed, and two cortex screws were placed across the syndesmosis. Procedure was completed successfully with five (5) surgical delay. No patient consequence. Concomitant device reported: unk - screws: cortex: (part# unknown; lot# unknown; quantity: 2). This report is for one (1) unk - screws: trauma. This is report 1 of 1 for complaint (B)(4).